Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system -controller 2.0, model #: 1407ca / catalog #: 1407ca / expiration date: 31-dec-2018/ serial#: (B)(4), UDI #: (B)(4). Mfg date: 29-dec-2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced continuous electrical fault alarms and high watts. The pump had increase in power consumption. It was also reported that the pump's rear stator was reactivating. There was also a reported ventricular assist device (vad) stop. The controller was exchanged. Vad parameters returned to normal and pump was running on dual stators. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the hvad pump and controller were not returned for evaluation. Review of the log files associated with the controller revealed eight reactivation events logged since (B)(6) 2019 and three electrical fault alarms logged since (B)(6) 2019 due to an overcurrent condition on the front stator, resulting in the pump running on the rear stator only. Five high watt alarms were logged since (B)(6) 2019; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. Additionally, two vad disconnect alarms were logged since (B)(6) 2019, indicative of physical disconnections of the driveline from the controller, likely during the reported controller exchange. As a result, the reported event was confirmed. Based on the risk documentation and review of similar events, a possible root cause of the reported event may be attributed, but not limited, to damage to the driveline wires and/or connector(s). Additional products: d4: serial #: (B)(6). D10: no. H3: yes. H5: no. H6: patient code(s): c76143. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Correction: b1 corrected from product problem to adverse event <(>&<)> product problem b2 selected hospitalization as an outcome attributed to adverse event h1 corrected from malfunction to serious injury investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while the patient was hospitalized awaiting a transplant for approximately the last year, there was continued high power and electrical faults. When the patient was bent over, the last motor stopped functioning and the vad stopped. A prior driveline fault was noted and the driveline wire was damaged. The vad was decommissioned.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem -h6 patient codes (ime/annex e) <(>&<)> (imf/annex f) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after having the vad decommissioned the patient was recurrently re-admitted for parapneumonic effusions, heart failure symptoms, shortness of breath and panic attacks related to their ongoing substance abuse. Most recently, the patient was admitted to the critical care unit and received psychiatric consult. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that its not sure if the patient will ever be eligible for transplant due to the ongoing substance abuse and that the patient recovered without a heart transplant.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and update to investigation completion. The product event summary was revised. Revised product event summary: the pump ((B)(6)) and controller ((B)(6)) were not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the log files associated with (B)(6) revealed two electrical fault alarms logged on 17-may-2019, one (1) electrical fault alarm logged on 21-may-2019, and four (4) electrical fault alarms logged on 01-feb-2020; all of the alarms were due to an overcurrent condition on the front stator, resulting in the pump running on the rear stator only. Additionally, eight (8) reactivation events were logged between 16-may-2019 and 17-may-2020 and nine (9) reactivation events were logged on 01-feb-2020, indicative of an overcurrent condition on the front stator. Analysis of the data log file revealed that the overcurrent condition had been present throughout the analyzed period, indicating that the pump had been running on the rear stator only. Multiple high watt alarms were logged between 16-may-2019 and 16-mar-2020; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm was logged on 18-mar-2020 at 12:50:24 due to open phases on the rear stator while the front stator was disabled due to the overcurrent condition. Of note, it was reported that the vad stopped when the patient bent over. At 12:51:26, a vad stop alarm was logged, indicating a failure of the pump to restart after multiple attempts. At the time of the vad stop alarm, the rear stator was not connected due to multiple open phases while the front stator was connected normally; however, the pump was unable to start successfully on the front stator only. A vad disconnect alarm was then logged at 12:53:36, which corresponds with the reported decommissioning of the pump. As a result, the reported electrical fault, high power, reactivation events, and vad stop events were confirmed. However, the reported driveline wire damage event could not be confirmed due to insufficient evidence. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms, reactivation events, and high power events can be attributed, but not limited, to damage to the driveline wires and/or driveline connector. A possible root cause of the reported driveline wire damage event may be attributed, but not limited, to wear and/or the handling of the device. Based on the available information, the most likely root cause of the initial vad disconnect alarm on 18-mar-2020 can be attributed to a marginal connection between the driveline cable and the controller when the patient bent over. The most likely root cause of the vad stop alarm can be attributed to failure of the pump to restart after several attempts. (B)(6)was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Information from the site indicated that after having the vad decommissioned the patient was recurrently re-admitted for parapneumonic effusions, heart failure symptoms, shortness of breath and panic attacks related to their ongoing substance abuse. Most recently, the patient was admitted to the critical care unit and received psychiatric consult. It was further reported that its not sure if the patient will ever be eligible for transplant due to the ongoing substance abuse and that the patient recovered without a heart transplant. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, pleural effusion, worsening heart failure, respiratory dysfunction, and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the vad pump and controller were not returned for evaluation. Review of the log files associated with con317948 revealed two electrical fault alarms logged on (B)(6) 2019, one electrical fault alarm logged on (B)(6) 2019, and four electrical fault alarms logged on (B)(6) 2020; all of the alarms were due to an overcurrent condition on the front stator, resulting in the pump running on the rear stator only. Additionally, eight reactivation events were logged between (B)(6) 2019 and (B)(6) 2020 and nine reactivation events were logged on (B)(6) 2020, indicative of an overcurrent condition on the front stator. Analysis of the data log file revealed that the overcurrent condition had been present throughout the analyzed period, indicating that the pump had been running on the rear stator only. Multiple high watt alarms were logged between (B)(6) 2019 and (B)(6) 2020; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm was logged on (B)(6) 2020 at 12:50:24 due to open phases on the rear stator while the front stator was disabled due to the overcurrent condition. Of note, it was reported that the vad stopped when the patient bent over. At 12:51:26, a vad stop alarm was logged, indicating a failure of the pump to restart after multiple attempts. At the time of the vad stop alarm, the rear stator was not connected due to multiple open phases while the front stator was connected normally; however, the pump was unable to start successfully on the front stator only. A vad disconnect alarm was then logged at 12:53:36, which corresponds with the reported decommissioning of the pump. As a result, the reported electrical fault, high power, reactivation events, and vad stop events were confirmed. However, the reported driveline wire damage event could not be confirmed due to insufficient evidence. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms, reactivation events, and high power events can be attributed, but not limited, to damage to the driveline wires and/or driveline connector. A possible root cause of the reported driveline wire damage event may be attributed, but not limited, to wear and/or the handling of the device. Based on the available information, the most likely root cause of the initial vad disconnect alarm on 18/mar/2020 can be attributed to a marginal connection between the driveline cable and the controller when the patient bent over. Based on historical review of similar events, the likely contributing cause of the failure of the pump to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump continued to experience high watts and the controller continued to exhibit electrical fault alarms. The pump and controller remain in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.